Event description:
It is reported that a customer's drive support cap on their insulin pump is missing and that there is insulin squirting out of the pump. The patient's blood glucose level was at 210 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test. However, unit alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device was received with cracked case at display window corners, battery tube threads, and belt clip slot. The device was received with minor scratches on lcd window. It had no broken or missing pieces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.